Event description:
Hcp reported the pt's pump reservoir residual volumes have gradually been increasing. It started out at 1.5cc over what was expected at refill, and now is 2cc over expected reservoir volume. The hcp states if the residuals continue to increase, they will investigate to rule out a malfunction. There were no "unusual signs or symptoms related to this event".